Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The maryland bipolar forceps passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Also, the maryland bipolar forceps instrument was found to have a broken bipolar yaw pulley. A broken piece is missing as a result of breakage. Size of missing piece is approximately 0.126¿ x 0.088¿. This may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The maryland bipolar forceps instrument housing was removed and found the identification board corroded/contaminated. The maryland bipolar forceps instrument was found to have an excessive amount of dried residue around the clamping pulley. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input shaft #7. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the maryland bipolar forceps instrument did not follow the surgeon's movements, and a broken wire was noted at inspection. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site and obtained the following additional information regarding this event: the maryland bipolar forceps instrument followed the surgeon movements, but couldn't reach the full extension of the surgeon's movement, if performed from the wrist (opening, closing, flection, extension).